Manufacturer narrative:
Event date is estimated. Further information requested (weight) but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site due to the top of the battery moved and was sticking out. The battery was superficial. As a result, the ipg was moved deeper in the pocket on (B)(6) 2020. Reportedly therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.